Manufacturer narrative:
Date of submission (B)(4) 2017 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2017 with the following findings:a review of the black box data showed no evidence of a motor noise issue. During the investigation, the pump successfully completed the rewind, load and prime steps. The pump was exercised for 24 hours after which no motor noise or ¿grinding¿ noise issues were observed. The investigation was unable to duplicate the initial complaint about ¿motor noise¿. The pump case was removed and there was no evidence of moisture or loose components inside pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. Additional evaluation codes: method code ¿ (B)(4).

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that the patient experienced elevated blood glucose (bg) of 16 mmol/l with excess urination associated with an alleged motor noise issue. It was reported that the pump¿s motor appeared to have a difficult time pushing insulin through. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and remained on insulin pump therapy. The pump¿s motor was reportedly making a grinding noise. The reported blood glucose excursion does not meet the criteria of a serious injury. This complaint is being reported based on the allegation that the patient experienced a non-serious injury associated with an alleged motor noise issue.